Manufacturer narrative:
Section b3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced difficulty taking readings and electromagnetic interference (emi).